Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent charging issues were experienced with the pump battery despite the use of multiple usb cables. Blood glucose was not impacted. Reportedly pump functions as intended and customer continued to use the pump for insulin therapy.